Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power, and there was moisture behind the display lens. The patient reported a blood glucose level of 230 mg/dl, and he experienced no symptoms of high or low blood glucose levels. The patient corrected his blood glucose level via a syringe injection of insulin; he did not seek any medical attention. Troubleshooting revealed no damage to the battery cap and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue, as the patient's blood glucose level and lack of symptoms are not indicative of severe injury.